Event description:
Patient results generated using a cell-dyn 1700 analyzer. Hgb=5.8 g/dl and ptl=56 k/ul were reported and questioned by a physician. The sample was repeated a few minutes later on the cell-dyn 1700 yielding hgb=9.4 g/dl and plt=96 k/ul. No impact to patient management was reported.